Event description:
It was reported that during a shoulder arthroscopy a stinging flame developed in the joint and the device is scorched at the front. The optic from another manufacturer was also damaged and is scorched and therefore defective. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-9811 was received for investigation. Assessment of probe memory revealed no errors. Visual inspection revealed signs of damage to the device. The ceramic piece was broken on one side, and the electrode face was chipped off. A probable cause can be attributed to misuse of the device and possible impact with another device causing the damage observed and the event described in the complaint. Refer to investigation photographs for more information.